Manufacturer narrative:
Other text: corrected data: b1 and h1, corrected data: corrected data: b1-adverse event and h1- serious injury.

Event description:
It was reported that a patient intubated with 2 different endotracheal tubes, the cuffs did not hold pressure. No consequence health for patient.